Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin transmission showed non sustained right ventricular oversensing because of post-paced t-wave oversensing. The device had been reprogrammed. The patient suffered no consequences throughout the event.